Manufacturer narrative:
Further investigation into the event identified that the alleged burn was most likely a pressure ulcer as the customer said that their staff was not performing skin checks with this patient. The customer agreed that the event was caused due to operator error. The patient required a cream to treat the blister. No further details were able to be provided and no further follow-up was reported to be necessary.

Event description:
It was reported that the patient received a burn from the warming blanket that was attached to the pump. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient received a burn from the warming blanket that was attached to the tpump. There was patient involvement; however, no clinically relevant delay in treatment was reported.